Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) generated a high frequency sound and stopped pumping followed by a totally black display. The perfusionist was able to restart the iabp unit and the iabp unit began to work again. There was no patient harm and no adverse event was reported.

Manufacturer narrative:
The getinge field service engineer reported that during his evaluation in the field of the iabp unit, he was unable to reproduce the reported failure. The fse reported that the video generator board, upper display monitor and executive processor board and were all replaced as a precautionary measure.

Manufacturer narrative:
The getinge national repair center (nrc) received the executive processor board from the supplier. Inspection of the executive processor board was completed by the nrc, per procedure and to the ipc-a-610 standard, with no visual damage observed. The supplier reported that they could not verify the failure of the cardiosave suddenly failing to pump with a high frequency sound. The supplier installed the required u31. The board passed testing. Upon return of the executive processor board, the national repair center installed the board into the cardiosave test fixture and tested the board to factory specifications per procedure and the cardiosave service manual. The board passed testing. The executive processor board will be packaged and labeled and sent to stock per procedure. The getinge national repair center (nrc) received the video generator alternate board exchange from the supplier. Inspection of the video generator board was completed per procedure, by the nrc with no visual damage observed. The supplier stated ¿no trouble found (ntf) with the board¿. The board passed testing. The getinge nrc installed the video generator alternate board exchange into the cardiosave test fixture, programmed the board with the latest revision software version b.14 and tested the board to factory specifications per procedure and the cardiosave service manual. The video generator alternate board exchange passed testing. The board will be packaged and labeled and sent to stock per procedure.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) generated a high frequency sound and stopped pumping followed by a totally black display. The perfusionist was able to restart the iabp unit and the iabp unit began to work again. There was no patient harm and no adverse event was reported.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) generated a high frequency sound and stopped pumping followed by a totally black display. The perfusionist was able to restart the iabp unit and the iabp unit began to work again. There was no patient harm and no adverse event was reported.

Manufacturer narrative:
Updated fields: the suspected faulty executive processor board was returned to getinge¿s national repair center (nrc) for evaluation. A senior technician evaluated the executive processor board and no visual damage was observed. The technician then installed the executive processor board into the cardiosave test fixture and it tested to factory specifications per cardiosave service manual. The nrc could not verify the failure of the pump stopping and the display going blank, after an extensive run in time of the cardiosave. The board passed testing. The senior repair technician sent the part to supplier for failure analysis as per procedure. The suspected faulty video generator board was returned to getinge¿s national repair center (nrc) for evaluation. A senior technician evaluated the video generator board and no visual damage was observed. The technician then installed the video generator board into the cardiosave test fixture and it tested to factory specifications per cardiosave service manual. The nrc could not verify the failure of the pump stopping and the display going blank, after an extensive run in time of the cardiosave. The board passed testing. The senior repair technician sent the part to supplier for failure analysis as per procedure.

Manufacturer narrative:
The getinge field service engineer (fse) that evaluated the unit , replaced the video generator board, upper display monitor and executive processor board to resolve the issue. In addition, a software update was also performed in connection with field safety action service bulletin and completed preventative maintenance on the unit. The fse then completed full calibration, safety and functional tests which all passed per factory specifications. The iabp unit was returned to customer and cleared for clinical use.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) generated a high frequency sound and stopped pumping followed by a totally black display. The perfusionist was able to restart the iabp unit and the iabp unit began to work again. There was no patient harm and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported event were noted. A getinge field service engineer (fse) was dispatched to the customer's site. The fse evaluated the unit and advised that the service has not yet been completed as they are awaiting parts; we have not been advised which parts will be replaced or if the reported issue was duplicated by the fse. A supplemental report will be submitted when subsequent information is provided.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) generated a high frequency sound and stopped pumping followed by a totally black display. The perfusionist was able to restart the iabp unit and the iabp unit began to work again. There was no patient harm and no adverse event was reported.